Event description:
At the end of cholecystectomy procedure, the surgeon was closing the wound with a 4.0 vicryl suture when the needle broke in half. A decision was made at that time to leave the broken needle in the patient as it could be more harmful trying to retrieve it.